Event description:
Medtronic received information from a literature article regarding patients with pre-existing moderate to severe mitral regurgitation and the degree and predictors of improvement after transcatheter aortic valve replacement (tavr). All data was retrospectively collected from a single center between april 2012 and october 2019. Of the 104 patients included in the study population (predominantly male, mean age 74 years), three were implanted with a medtronic corevalve transcatheter valve. No unique device identifier numbers were provided. The authors noted that data from 136 patients with moderate to severe mitral regurgitation who met the inclusion criteria were analyzed. Of these, 32 patients were excluded due to death, loss to follow-up, or poor multi-section computed tomography image quality. No statement was made suggesting a causal or contributory relationship between corevalve and any deaths. Among all 104 patients, the following adverse events were observed after tavr: permanent pacemaker implantation, left bundle branch block, and paravalvular leak (severity ranged between mild and severe). Although a direct correlation was not made, corevalve may have been associated with these adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: li x, et al. The relationship of mitral annulus shape at CT to mitral regurgitation after transcatheter aortic valve replacement. Radiology. 2021 oct; 1(1):93-102. Doi: 10.1148/radiol.2021210267. Epub 2021 jul 27. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.